Event description:
It was reproted that a patient with lumbar spinal stenosis was undergoing a laminectomy at l4-5. It was reported that the patient was in the prone position and the illumination system was attached to the standard or light source. During the procedure, the device was found to be very hot at the connection from the retractor connection to the light cord. The device was immediately taken out of service and the patient was immediately assessed and not injury identified. At the time of closure, an area of redness with one small blister was noted on the patient's right upper back. No additional complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.